Event description:
Routine complaint investigation revealed incorrect calibration code being obtained. Complaint analysis shows that this incorrect calibration code, if used to perform assay with test strips form any reported lot, could result in higher than expected results.